Event description:
It was reported that the 25khz payner 360 tip was being used in a procedure when it was discovered that the white sheath was broken. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the 25khz payner 360 tip was being used in a procedure when it was discovered that the white sheath was broken. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of the tip cover breaking was confirmed during service inspection. A definite root cause could not be determined. The device was scrapped at the manufacturer.